Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vio integrated electro surgical generator unit (iesu) suddenly shutdown. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer reseat the power cable, but the issue was not resolved. The customer used a backup generator to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the medical engineer and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio iesu to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have failure. The unit fuses were defective and were replaced with new ones. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.